Manufacturer narrative:
A field service engineer (fse) went on-site and found a plug in # 2 aperture line, which contributed to the wbc voteouts. Fse replaced the tubing, cleared the fitting and then verified the instrument operation. The plug in the aperture did not contribute to a leak. Fse was unable to find any evidence of a leak. The cause for the instrument leak is unknown. (B)(4).

Event description:
A customer contacted beckman coulter inc. (Bec) stating that their coulter lh 780 hematology analyzer was giving wbc voteouts. While troubleshooting with bec cts (customer technical support), customer found a 5ml liquid leak above the wbc bath. The leak was contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of gloves and a lab coat at the time of the incident. No injury or exposure was reported. There was no affect to patient samples.